Manufacturer narrative:
H.6. Investigation summary: a sample was received for investigation. Bd investigation confirmed the sample was broken into two parts. It was confirmed that the connection between the injection site and the inflow side luer was broken, and part of the male luer at the injection site remained adhered within the inflow side lure. The injection site of this product and the connection part of the chemical fluid inflow side lure are adhered and fixed. The manufacturing plant carries out a 100% leak test during the process, and if there is a crack or break at the connection, it is judged as a defective product and discarded, so excessive load is applied during use and the injection site is broken. There is a possibility that when connecting an interlink cannula etc., the flange of the injection site should be held, not the chemical fluid inflow side lure. DHR: there were no abnormalities associated with this event in the manufacturing process of the lot. There were no other similar event reports in the lot. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of injection site part was detached (other) with lot #sr17j23025 regarding item #a2n3372-zba.

Event description:
It was reported that interlink j-loop without luer lock the j loop injection site part was detached.

Manufacturer narrative:
(B)(4). (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that interlink j-loop without luer lock the j loop injection site part was detached.